Manufacturer narrative:
Product complaint # (B)(4). Investigation summary the device associated with this report was not returned. Instrument attached photo was analyzed and cannot confirm drill dullness. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. Device history lot the product investigation found no evidence suspecting an error in the manufacturing that would be a contributing factor in the reported allegation(s). A manufacturing records evaluation (mre) was not performed.

Manufacturer narrative:
Product complaint # (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
While drilling center post for metaglene implant surgeon stated the drills are getting dull.